Manufacturer narrative:
Novocure opinion is that a contribution of array placement to wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence in this patient also include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. There were no reports of wound dehiscence in the pivotal ef-11 recurrent gbm trial. There have been 91 reports of wound dehiscence in the commercial program to date.

Event description:
A (B)(6) year-old female patient with recurrent glioblastoma began optune therapy on (B)(6) 2019. On (B)(6) 2020, novocure was informed by patient´s daughter that the patient had developed a skin defect beneath the surgical resection scar (last surgical resection (B)(6) 2018). On (B)(6) 2020, patient was admitted to the hospital for wound revision surgery. Wound was noted to be 3 mm with no evidence of infection. Patient had no headache, nausea or vomiting. Patient remained hospitalized for observation. On (B)(6) 2020, wound was noted to be unremarkable and patient was discharged home. Treating physician advised patient to discontinue optune therapy until the wound has healed. Per prescriber, the event was most likely related to radiation therapy and not related to optune.